Event description:
The reporter stated that received an error message 41786 on the mainboard. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that received an error message 41786 on the mainboard. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The reported issue was able to be duplicated and confirmed the error 41786 is displayed all the time. The reported issue was addressed by replacement of the mainboard. The device submitted for functional and delivery tests after repair activities completed.